Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and additional information. The device was returned for evaluation and the customers complaint was not confirmed. Based on the results of the investigation, it is likely that the following led to the malfunction: a probable cause could not be provided. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, that the video telescope image was reversed. There was no patient involvement.

Event description:
It was reported, that the video telescope image was reversed. There was no patient involvement.

Manufacturer narrative:
H10: e2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.